Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete and the customer requested assistance restarting the continuous glucose monitor sensor on the pump. The customer's blood glucose (bg) level was 336 (mg/dl). A bolus was delivered to address bg level. Review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. Recommendation was made to the customer to charge pump more frequently.